Manufacturer narrative:
The investigation for the product damage has been completed.the pump was not returned for investigation. Clinical information is limited. Without the pump, it is not possible to investigated the failure further. Therefore, the root cause of the product damage - sterile sleeve issue was not determined since the product was not returned. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-24841 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 revised manufacturing site name and address section as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-24841.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Note: the malfunction event date is provided as six days after the explant date of the impella device used. The event date is being verified, and for this report it is indicated as unknown with a blank response.

Event description:
The user facility reported the impella sterile sleeve detached in the terminal part, close to the red plug. The physician commented this is the first time this has happened and believes it is a manufacturing defect. There was no report of harm to the patient noted to be in stable condition following this event.